Event description:
It was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 50 months and there was no particular complaint about the device performance.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead. The manufacturing process for the lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The ICD was received for analysis and inspected. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery. In conclusion, the lead was not returned for analysis. However, the analysis of the ICD proved the device to be fully functional and to work as expected.